Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the instrument are getting dull and worn down and difficult for the scrub tech to thread into the plastic for removal of plastic in augment holes. It was also reported that the scrub tech complained that it was difficult. No surgical delay.